Event description:
Report received of a tubing separation. It was reported that a pt in labor and delivery was receiving an infusion of pitocin. At some point during the infusion, the clinician had noted bleed back and a small amount of blood on the bed. Upon further investigation, it was noted that the tubing was separated at the distal y-site. The tubing set was replaced and the infusion resumed with no further problems. No medical inverventions were necessary. There were no reported adverse pt effects.